Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an implant pocket erosion and infection. The implantable cardioverter defibrillator system was explanted successfully. The patient was in stable condition. Related manufacturer reference number: 2017865-2019-08257, 2017865-2019-08258, 2017865-2019-08259.